Manufacturer narrative:
(B)(6). This report is for one (1) unknown k-wire. Complainant part broke intra-operatively and was not fully implanted or explanted. (B)(6). Unknown as no lot or part numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a left femoral osteotomy in august (presumably 2014), where the tip of the synthes k-wire broke in the femoral head and was left in the patient. No additional information on surgeon name or facility location is available. This report is for one (1) unknown k-wire. This report is 1 of 1 for com-(B)(4).